Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported seeing a 2.01 on the infusion device display screen. The patient stated that his power pack was probably more than 2 weeks old. The patient stated that he has not always been changing the power pack every 2 weeks as recommended by the power pack recall. The patient was aware of the recall and was reminded of the importance to change his power pack every 2 weeks. The patient stated that he would change out his power pack. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.